Event description:
The complainant reported that the rotator on the high pressure tubing ruptured.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. A lot number was not provided. Based on similar complaints, it is suspected that the rotator was separated at the bond between the collar and the housing. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation based off of similar complaints.